Manufacturer narrative:
H3: reduced analysis found that there were no anomalies and no further destructive testing was required. H6: corrected information: patient code c35498 not applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the event was observed on (B)(6) 2023. It was noted that the patient mother took the patient to urgent care in home area.they had a rash that looked like a sunburn that started two weeks prior on right buttocks, hip and groin. As the rash faded it moved down the leg and to right foot with some swelling in the extremity. Their leg and foot had improved but the rash was present over his pump site with swelling around and superficial to the pump. The patient did not seem physically uncomfortable (he was nonverbal at baseline) and the patient mother was using tylenol twice daily. There was no fever when the patient was admitted into the urgent care. The urgent care medical center requested to transfer patient to gillette with concern of itb pump infection. On (B)(6) 2023, it was noted by outside healthcare provider that there was fluid collection around the baclofen pump, redness, right lower extremity swelling and rash for two weeks. A CT scan abdomen and pelvis were obtained demonstrating anterior right lower quadrant sq pump w/increased fluid along the superior aspect with surrounding fat stranding, new since prior CT films. Fluid collection measures 2.7 x 0.7 x 0.9cm in size. The patient also had findings suspicious for pneumonia and/or aspiration in left greater than right lower lung lobes. On (B)(6) 2023, there were staphylococcus epidermis, methicillin-resistant also, there were cbc/chem (moderate leukocystosis) and elevated inflammatory markers. The patient started on broad spectrum antibiotics. The baclofen taper began on (B)(6) 2023 on admittance to gillette inpatient. It was noted that tapering the baclofen started on (B)(6) 2023 while being admitted in the hospital. The pump was explanted on (B)(6) 2023. The front pocket incision revealed large collection of turbid fluid, gross purulence, seroma. Both pump and intrathecal catheter were explanted. It was drained with closed suction placed. Blood transfusion was performed on (B)(6) 2023. The patient was discharged on (B)(6) 2023 and continued oral antibiotics at home with oral baclofen. However, the family was not planning to reimplant a pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2009. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-jan-2011, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 100.1 mcg/day via an implantable pump for unknown indications for use. It was reported that the devices were removed due to infection.